Manufacturer narrative:
Investigation is ongoing. Device expected back. See manufacturing report # 2015691-2022-05983 for related event

Event description:
As reported during a procedure with a 26mm sapien 3 ultra in the aortic position via transfemoral approach, the physician attempted to retreat the crimped valve back into the esheath; while he thought he was within the confines of the esheath, he started to remove the entire system through the esheath from the patient and encountered resistance at the level of the junction of the right external iliac. The operator attempted to retreat the crimped valve back into the esheath. The distal tip of the esheath was split, jagged and torn. A cutdown was performed to remove the system.

Event description:
A device was returned and the failures reported have not been confirmed on the returned device. A final report will be sent once the evaluation is complete and the event is further clarified.

Manufacturer narrative:
B5, h2 updated.

Manufacturer narrative:
H3 h6 updated. The sheath was returned and visually inspected; the sheath liner fully expanded, tip opened as designed and scratches were observed along the shaft. No distal tip tear observed. No functional or dimensional testing was able to be performed due to device return condition (distal tip tear not confirmed). No device history record (DHR) review was required as a manufacturing deficiency was not confirmed through returned device investigation and the complaint was not confirmed. The complaint for failure sheath distal tip torn was not confirmed from device evaluation. The distal tip appeared opened as designed with no indication of a manufacturing deficiency. Therefore, there is visual evidence that proves the alleged physical defect is not present. This event reports a distal tip damaged allegedly observed when the sheath was removed from the patient that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history monthly basis. Therefore, the review of risk management file is complete, and no further action is required. No manufacturing non conformances were identified, and the complaint was not confirmed therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.